Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An 3i t3® tapered implant 5/4 x 10mm (bopt5410) was returned for investigation, see attached images a093 and a094 in the complaint. Visual evaluation of the as returned product identified slight bone on threads and worn markings due to usage.the returned device was measured with a caliper (cal8254 cal due: jun 11, 2021) and verified to match DHR specifications per dwg no. 1040009 rev c. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 14 and was used for approximately 4 months and 20 days. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019021399). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019021399) for similar cause and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that there was an onset of pain 3.5m post op no obvious infection implant was nearly integrated. Implant at tooth site # 14 was removed. Radiographs are available at dr.'s office if needed. Patient to return for future re-placement. Symptoms as a result of the event: pain.